Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine and a half (9.5) years post initial procedure, the patient presented with an expanding aneurysm (unknown diameter) per ultrasound. It is currently unknown if an endoleak is present. The patient's current status is unknown, and it is unknown if the physician plans to re-intervene.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiia endoleak (of the aortic components) and significant aneurysm enlargement (of 12mm) and additional endovascular procedure (reline on (B)(6) 2023) are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an additional endovascular procedure occurred that was not included in the event as reported; while a new stent was not placed, a diagnostic angiogram was performed, which involves contrast injection (an invasive procedure). This finding was discovered during an examination of angiogram study dated (B)(6) 2022. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that the initial implant procedure was off-label due to concomitant product use of a zilver (non-endologix) stent in the left common iliac artery; however, it is unlikely that this contributed to reported event. The final patient status was reported as discharged home on postoperative day two in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine and a half (9.5) years post initial procedure, the patient presented with an expanding aneurysm (unknown diameter) per ultrasound. It is currently unknown if an endoleak is present. The patient's current status is unknown, and it is unknown if the physician plans to re-intervene. Additional information: in addition to the aneurysm enlargement, the patient presented at routine follow-up with a type iiia endoleak and component separation. It remains unknown if the physician plans to re-intervene. Clinical assessment also identified that a non-endologix stent was implanted with the afx devices during the index procedure, which is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per device IFU. Additionally, a diagnostic angiogram was performed on (B)(6) 2022, which is considered an invasive procedure. Additional information: the physician elected to treat the patient by implanting one (1) afx2 bifurcated stent graft and one (1) afx vela suprarenal on (B)(6) 2023. The endoleak was reportedly resolved, and the patient is doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiia endoleak (of the aortic components) is confirmed. The aneurysm enlargement is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an additional endovascular procedure occurred that was not included in the event as reported; while a new stent was not placed, a diagnostic angiogram was performed, which involves contrast injection (an invasive procedure). This finding was discovered during an examination of angiogram study dated 23 november 2022. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that the initial implant procedure was off-label due to concomitant product use of a zilver (non-endologix) stent in the left common iliac artery; however, it is unlikely that this contributed to reported event. The final patient status was reported as pending additional intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine and a half (9.5) years post initial procedure, the patient presented with an expanding aneurysm (unknown diameter) per ultrasound. It is currently unknown if an endoleak is present. The patient's current status is unknown, and it is unknown if the physician plans to re-intervene. Additional information: in addition to the aneurysm enlargement, the patient presented at routine follow-up with a type iiia endoleak and component separation. It remains unknown if the physician plans to re-intervene. Clinical assessment also identified that a non-endologix stent was implanted with the afx devices during the index procedure, which is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per device IFU. Additionally, a diagnostic angiogram was performed on (B)(6) 2022, which is considered an invasive procedure.